Event description:
During service testing, the baxter repair technician reported an infusion pump with 6 battery discharges below alarm threshold. The hosp rep did not have info regarding wheter there have been any reports of any pt incident involving this pump since the last baxter service event.